Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The device is used for treatment. Review of complaint history identified (1) additional similar complaints for the reported item/lot combination. Complaints are monitored through monthly complaint review (reference os 5017) in order to identify potential adverse trends. Medical images were provided and reviewed by a health care professional. Review of the available records identified the following: lateral film of the lumbar spine dated (B)(6) 2020 and (B)(6) 2021 demonstrate posterior fusion hardware at l4-l5 with bilateral pedicle screw and rod fixation. Intervertebral disc implant is noted at the l5-s1 disc space and appears to move posteriorly on the follow-up film by approximately 20% a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Implant migrated 10% after 6weeks post op follow up. Implant tm ardis with size 9*26*11 was inserted in level l5,s1. Implant remains on patient.